Event description:
It was reported that the device was interrogated on 15 nov 2023 and multiple alerts were observed, including alerts for possible high voltage circuit damage detected on 12 nov 2023, possible high voltage lead issue, high voltage lead impedance less than the lower limit. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was capped on (B)(6) 2024 and replaced. The patient was stable following the procedure.